Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No anomalies or deviations were found during review of the manufacturing records. The respective batch records did not show any evidence of a non-conformance during the manufacturing process. Based on the description and photos, the exact product defect is not clearly identifiable and cannot be attributed to a specific part of the product. Should additional information become available, the complaint will be reassessed.

Event description:
A fluid leak was reported at the level of the connector between the oxygenator and the venous line of the debulking bag. The exact location of the leak was not made known. The connector was already pre-mounting on the circuit in a sterile pack. The connector (the tap) was not screwed in the axis, preventing the system from being watertight. This explains the leak and the impossibility to use the circuit. To resolve the reported issue, the leaking part was reportedly clamped. Upon follow-up, it was confirmed that all connections were checked during set up. There was no patient involvement, and the sample was not available to be returned for manufacturer evaluation.